Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the product performance issue and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported product performance issue.

Event description:
It was reported that this lead was successfully explanted due to a product performance issue, another lead was successfully implanted instead. The local area field representative was contacted for additional information, however at this time no further information is available. No further adverse effects were reported.